Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records was not provided. Although the complaint is non-verifiable, some poly wear after 13 yrs of implantation would not be unexpected. Based on the investigation, the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised due to pain. Poly wear was noted intraoperatively.